Event description:
In early 2009, the pt was implanted with gore tag thoracic endoprostheses to treat an aneurysm in the descending thoracic aorta. The physician felt resistance when inserting the 20fr sheath through the femoral artery, but the sheath advanced, and the devices were deployed as planned. After closing the access site, the physician discovered that blood flow to the leg was occluded due to a dissection of the iliac artery intima. An endovascular repair was performed with a fogarty catheter, and blood flow through the iliac artery was restored. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.